Manufacturer narrative:
(B)(4). Date sent; 1/29/2026. Additional event information received from the customer: the jaws were closed as the procedure was started in laparoscopy so when the surgeon realized that they were not opening, he removed the device in an attempt to open it outside the patient. My colleagues tried to open it in any way possible without success. The jaws never opened.

Manufacturer narrative:
(B)(4). Date sent: 1/19/2026 d4: batch #702d07 corrected data: d4 (UDI, expiration date), h4 investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with a gst60b reload loaded on the device. The reload was received fully fired. Upon analysis, the jaws and closure trigger were noted in the close position, the knife was noted to be slightly advanced. The knife reverse switch was activated and the knife returned to the home position as expected. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. It is possible that the knife advanced into anvil noted on the device was due to improper handling resulting on the device not been able to open. The event described of would not close could not be confirmed as the device closed without any difficulties noted. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 702d07, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 12/19/2025. D4: batch #unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot/batch number, a98113, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a gastrectomy procedure, it was observed that the device no longer opened after two or three uses. Changed to a new one to complete the procedure with a prolongation of the operating time of 10 minutes over a usual period of four hours. There was no patient consequence reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent 1/7/2026. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested, and the following was obtained: was the device locked on tissue with the jaws closed? No, the device did not close on tissue when incident occurred. It was during the reload when stapling the second part, the instrumentalist noticed that the device did not close anymore. What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? They attempted to open the device by pressing the buttons and on the triggers. Did the jaws eventually open? No, it was impossible to reopen the device.